Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid and bupivacaine at unknown concentration and doses via an implantable infusion pump. The indication for use was noted as non-malignant pain and complex regional pain syndrome type I. It was reported the patient experienced symptoms of itching and urinary retention. The diagnostic methods included the patient reporting the symptoms on (B)(6) 2013. The clinical diagnosis was noted as intrathecal (it) medication side effects. On (B)(6) 2013 urecholine and benadryl were administered as an intervention. The outcome was noted as resolved without sequelae on (B)(6) 2013. The etiology noted the event was related to the device or therapy and not related to the implant procedure. The event was noted as related to the drug. The drug action that caused the event was noted as system replacement. If additional information is received, a follow-up report will be sent.